Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for proximal ulna (olecranon) fracture on proximal left ulna with the products in question. In the surgery, when applying torque with the screwdriver in question, the tip of the screwdriver was stripped or damaged, so the surgeon changed to another screwdriver tip and tried to apply torque again, but the sound and feeling when torque was applied was different from normal. Instead of a click, it sounded more than one time, which is not a normal sound or sensation. The surgery was completed successfully with 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation of " 314.453, scrdriver shaft 2.4 short self-holding f" revealed that the device tip has stripped or cross threaded. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Also, the other parts of screwdriver has scratches. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure.". Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2.4 short self-holding f would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 314.453-15. Lot number: 7861p52. Manufacturing site: hägendorf. Release to warehouse date: 14-dec-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 314.453, scrdriver shaft 2.4 short self-holding f" revealed that the device tip has stripped or cross threaded. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Also, the other parts of screwdriver has scratches. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure." Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2.4 short self-holding f would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part number: 314.453-15 lot number: 7861p52 manufacturing site: hägendorf release to warehouse date: 14-dec-2023 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.